Event description:
Three implants placed 1/15/97. 9 area was an extraction site with graft. Uncovered 8/97, regrafted site 9. 7 implant was removed 11/7/97-no integration. Prosthetic products were tried on date implant was removed. Pt: nonsmoker, no meds. No health problems. One person affected.